Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. In a review of the daily measurements, the lead appeared to have dislodged one day post implant. The patient admitted to doing some heavy lifting post-implant. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.